Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 4 failed and was not recognized as already open. There were multiple clicking sounds, no option to recover was available, and a manual reboot was performed, but it still was not working. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that tower door 4 had been intermittently failing. A field service engineer (fse) removed oxidation from the tower latch, reassembled the device, and performed a reboot, restoring the unit to normal operation. Fse performed preventive maintenance and replaced the latches of door 3 to update the device hardware. The system functioned as intended after the field service engineer repaired the device.